Manufacturer narrative:
(B)(4). Batch # t93548. Investigation summary the analysis results found that the (B)(4) device was received with the retractor torn. However, it could not be determined what may have caused this condition. No conclusion could be reached as to what may have caused the found condition. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic radical resection of rectal cancer, opened the packing and noted the device was damaged and separated. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.